Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome ( radiculopathies) and spinal pain. It was reported that the internal unit wasn't working. The patient does not feel stimulation on either side. The patient noticed the loss of stimulation about a week ago after she had emergency gall bladder surgery that was unrelated to the device/therapy. The patient said they do not know if anyone at the hospital had a clinician programmer to turn the ins off, but the patient has not felt stimulation since the surgery. The patient confirmed having a CT scan before the surgery. It was reviewed that the CT scan may cause the ins to turn off or go into por. This could not be determined on the call as the patient does not have a patient programmer. No further complications were reported.